Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® ultratouch¿ push button blood collection set has been found experiencing leakage and needle retraction issues after use. The following has been provided by the initial reporter: two types of issues are happening, one is that needle is not retracting fully and the other is the leakage from the chamber.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for retraction issue with the incident lot was observed, however, the leakage failure mode issue was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® ultratouch¿ push button blood collection set has been found experiencing leakage and needle retraction issues after use. The following has been provided by the initial reporter: two types of issues are happening, one is that needle is not retracting fully and the other is the leakage from the chamber.